Event description:
After a successful thrombectomy procedure in the lower left extremity, the subject developed an acute onset of hypotension, tremors, and fever requiring treatment and prolonged hospitalization. The patient was treated with medication and the adverse event was resolved the next day ((B)(6) 2022).

Manufacturer narrative:
The jeti thrombectomy system operated as intended with no device malfunction observed. The treatment of the patient's deep vein thrombosis was determined to be successful achieving vascular patency in the lower left extremity. The device was not returned for evaluation and discarded after the procedure. A review of the lot history record identified no observations related to this event. The lot involved no related nonconformities and met all product requirements including sterilization and endotoxin limit requirements. Additionally, a review of the complaint and reportable event history identified no other similar incidents. The investigation was unable to determine a conclusive cause for the adverse event though could have been potentially related to patient conditions or the procedure, which also included stent placement and 7 angioplasty balloon inflations in addition to thrombectomy. The device is aspiration based and blood loss could have been a potential factor for hypotension, however only 75 ml of blood/thrombus mixture was aspirated from the patient and 73 ml of contrast agent was delivered into the patient which makes blood loss an unlikely factor. There is no indication of any product issues in respects to the design, manufacture, or labeling of the device.